Manufacturer narrative:
Upon return of the device and during olympus¿ evaluation a reportable malfunction was observed; the light guide lenses were observed to be burnt. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the bronchovideoscope was not displaying an image during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: medical device problem code "1071 - thermal decomposition of device" should be removed as it is a non-reportable malfunction. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer's reportable malfunction of no image was confirmed. Based on the results of the investigation, the event was likely occurred by short circuit or electrical continuity failure of electrical terminal at circuit boards on plug-unit caused by water invasion in the scope connector. However, a definitive root cause could not be determined. The event can be detected by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.